Manufacturer narrative:
The product investigation laboratory (pil) received a trilogy evo solenoid valve and proportional valve with the allegation of device failed active exhalation verification test during preventive maintenance. Pil tested the solenoid valve on the pil trilogy evo multifunctional test station for aecm verification and aecm solenoid current verification at pretest and aecm verification at posttest and passed all testing. Pil concluded that the solenoid valve operates as designed. Pil was unable to confirm a failure of the solenoid valve. Pil tested the proportional valve on the pil trilogy evo multifunctional test station for aecm verification at pretest and aecm verification at posttest and passed all testing. Pil concluded that the proportional valve operates as designed. Pil was unable to confirm a failure of the proportional valve.

Event description:
A ventilator was returned to the manufacturer for service. There was no patient involvement, and no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a calibration for active exhalation verification during testing. The device's active exhalation control module was replaced to address the issue. The device passed all final testing after repair.